Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported via the implant patient registry that a 21mm aortic valve was explanted and replaced with a new 21mm valve after an implant duration of 10 years, 1 month. The reason for the explant was severe stenosis due to fibrous growth on leaflets and sub valvular pannus. Per the medical records, there was a dense fibrous reaction of the valve to the surrounding area and fibrous ingrowth along the aortic wall which was impinging upon the left main coronary artery, as well as the right main coronary artery. The 21mm valve was inspected and appeared somewhat large for the annulus. The valve was removed and the annulus was evaluated. The true annular size was 19 mm. Therefore, an aortic root enlargement was performed with to allow for successful 21mm valve placement. The patient additionally had 2 coronary bypasses and was weaned from cardiopulmonary bypass without difficulty. The patient was extubated and was recovering well from her operation. However, on postoperative day three, the patient experienced acidosis with intermittent loss of pressure and rhythm. The patient¿s family then requested to make the patient a dnr with no more CPR. The patient continued to have a decrease in her blood pressure and expired.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5. A manufacturing non-conformance was not identified. A definitive root cause cannot be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. There was no indication or allegation of a device malfunction contributing to the event. The device will not be returned for evaluation as it was discarded at the hospital. Edwards will continue to review and monitor all events through the use of edwards quality systems. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No further corrective or preventative actions are required at this time.

Manufacturer narrative:
Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device was not returned for evaluation at this time. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via patient registry that a 21mm aortic valve was explanted and replaced with a new 21mm after an implant duration of 10 years, 1 month due to stenosis caused by fibrous growth on the leaflets and subvalvular pannus. Patient was in recovery. No additional details were provided.